Event description:
During the performance of percutaneous aortic counterpulsation placement (iabp), the counterpulsation catheter placement was completed, the counterpulsation pump was activated, and the device reported a helium leak.2 the catheter was not found to have blood in it, the catheter was not kinked or twisted, and there was no helium leak at the site. The catheter was withdrawn during the procedure and the rest of the procedure was performed". Additional information states that the device was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "device reported a helium leak" is confirmed based on the customer photos provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted connected to the hemostasis cuff; the sheath extrusion was noted buckled. Dried blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied arterial pressure tubing was noted connected to the iabc luer. The iabc bladder was fully unwrapped. The supplied 30cc driveline tubing was noted connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 5.3cm, 28.7cm and 64cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photo shows the iabc box label with the lot number information. The photo shows an ac3 display screen with a helium loss 2 alarm, which is consistent with the reported complaint. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be consistently pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no re levant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "device reported a helium leak" is not confirmed. The returned iabc was functionally tested with no leaks noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
During the performance of percutaneous aortic counterpulsation placement (iabp), the counterpulsation catheter placement was completed, the counterpulsation pump was activated, and the device reported a helium leak.2 the catheter was not found to have blood in it, the catheter was not kinked or twisted, and there was no helium leak at the site. The catheter was withdrawn during the procedure and the rest of the procedure was performed". Additional information states that the device was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
During the performance of percutaneous aortic counterpulsation placement (iabp), the counterpulsation catheter placement was completed, the counterpulsation pump was activated, and the device reported a helium leak.2 the catheter was not found to have blood in it, the catheter was not kinked or twisted, and there was no helium leak at the site. The catheter was withdrawn during the procedure and the rest of the procedure was performed". Additional information states that the device was not replaced. The patient's current condition is reported as "fine".